Event description:
Began ecp via double needle mode and peripheral ivs on cell ex instrument (B)(4) w/collect rate of 30ml/min. No alarms were noted during priming of cellex kit. The following alarms were noted during treatment: #18 system pressure x4 at whole blood processed (wbp)183ml, 213ml, 244ml, 265ml; therakos tech support was contacted and instructed nurse to remove and swirl centrifuge bowl and replace; this was done. Also decr'd (decreased) collect rate to 25ml/min and incr'd (increased) ac ratio to 8:1. Further alarms: #45 red cell pump alarm @ wbp=648ml; #9 blood pump error @ wbp 757ml; #45 red cell pump error @ 788ml. Bowl was stopped/restarted at wbp 265ml and 648ml. After final blood pump error wbp target was decr'd to 788ml and proceeded directly to early buffy collection and photoactivation. During above process, conferred w/ therakos tech support; it was recommended that instrument be serviced d/t (due to) possible "imbalance of pumps". Kit will be sent to therakos via um biomed for evaluation. No harm was done to patient other than need to proceed to early buffy/decrease in whole blood processed; patient tolerated well.